Event description:
It was reported that during a stenting treatment procedure, stent dislodgment occurred. Access was obtained via the right femoral artery. The lesion being treated was located in the heavily calcified, moderately tortuous right coronary artery (rca). Using a 300cm kintex guide wire and a 7fr al1 mach1 guide catheter, the physician predilated the target lesion with a 1.5x8mm apex balloon catheter, then a 2.5x15 apex mr balloon catheter, and lastly a 3.5x15mm quantum apex mr balloon catheter. The physician then advanced a 4.0x16mm veriflex stent delivery system (sds) to the target lesion, however, it would not cross and was successfully removed. The physician then advanced a non-bsc guide catheter extension and re-advanced the 4.0x16mm veriflex sds, however, it would not cross again. A 4.0x15mm non-bsc sds was also advanced to the target lesion and would not cross. The 4.0x15mm sds and guide catheter extension were successfully removed, despite some resistance crossing the toughy. A non-bsc guide wire was advanced to the target lesion and the same 4.0x16mm veriflex sds was again advanced to the target lesion and inflated in the rca, however, it was noted that the stent had dislodged from the system. The stent was located in the toughy bourst. The procedure was ended and the patient is scheduled to return for a rotablator treatment procedure. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent dislodgment occurred. Access was obtained via the right femoral artery. The lesion being treated was located in the heavily calcified, moderately tortuous right coronary artery (rca). Using a 300cm kintex guide wire and a 7fr al1 mach1 guide catheter, the physician predilated the target lesion with a 1.5x8mm apex balloon catheter, then a 2.5x15 apex mr balloon catheter, and lastly a 3.5x15mm quantum apex mr balloon catheter. The physician then advanced a 4.0x16mm veriflex stent delivery system (sds)to the target lesion, however it would not cross and was successfully removed. The physician then advanced a non-bsc guide catheter extension and re-advanced the 4.0x16mm veriflex sds, however it would not cross again. A 4.0x15mm non-bsc sds was also advanced to the target lesion and would not cross. The 4.0x15mm sds and guide catheter extension were successfully removed, despite some resistance crossing the tuohy. A non-bsc guide wire was advanced to the target lesion and the same 4.0x16mm veriflex sds was again advanced to the target lesion and inflated in the rca, however it was noted that the stent had dislodged from the system. The stent was located in the tuohy borst. The procedure was ended and the patient is scheduled to return for a rotablator treatment procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked at various locations along it length. A kink was present in the midshaft at 11mm proximal to the port. The stent was received detached from the delivery balloon. The stent was stretched and damaged throughout its length. An examination of the balloon found that the balloon appeared to have been inflated and was not refolded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related. The dfu clearly states an unexpanded stent should be introduced into the coronary arteries one time. An unexpanded stent should not be subsequently moved in and out through the distal end of the guiding catheter as stent damage or stent dislodgement from the balloon may occur. (B)(4).

Manufacturer narrative:
(B)(4).